Manufacturer narrative:
The device was received not deployed with the soft cannula not visible. The download data shows that the pod was in pod state 14, indicating that the pod did not pair with a pdm after it was filled and activated. The needle mechanism was manually deployed during investigation and the soft cannula found no damages or defects. No issues were found that would result in a needle mechanism failure as the pod did not pair with a pdm and begin priming after it had been filled and activated. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and detached cannula or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed early, and the cannula fell to the ground before being applied to their body. The pod was not worn. No adverse patient impact was reported.